Event description:
The customer reported that at the end of a procedure, the staff noticed burn marks on the edge of the con med return electrodes. The pt was found to have burns on the left lateral thigh. The burns were described as third degree and were treated topically with silvadene cream. The generator was checked by the site and was found to be functioning properly. The site is not returning the unit as they do not think it contributed to the reported event.

Manufacturer narrative:
(B)(4). The unit is not being returned for eval, as the site tested the unit and it performed satisfactorily. If additional info pertinent to the incident is obtained a f/u report will be submitted.